Event description:
Terumo received the following reported information: the procedure performed was a neuro angiogram and vessel occlusion size via 6fr pinnacle introducer, 10cm sheath, w/ 0.038in mini guidewire and 2.5cm protruding dilator. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. During deployment, the device did not release the footplate, it was still in the upright position when removed; therefore, manual pressure was held. The patient was okay, and no blood loss was reported. There were not any concomitant medical products used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: d6b: explanted date: e3: occupation: cath lab supply analyst. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.